Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer informed two power error detected alerts for 2 days. The customer troubleshooting was performed for power error detected alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised the insulin pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with power error due to connector resistance issue.